Event description:
N/a.

Manufacturer narrative:
Updated field: b4, d9, e1(event site telephone), g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that using a trainer and mini simulator the reading were all correct. The fse performed preventative maintenance. The fse performed system checkout as required. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications. The unit passed all functional and safety checks before being cleared for use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, cardiosave intra-aortic balloon pump (iabp) was not reading EKG correctly. There was no patient harm reported.